Event description:
It was reported that it requires IFU/ battery life. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Pending.

Manufacturer narrative:
The rse remotely evaluated the device and determined no malfunction with the device. The device is full functional. The device remains at the customer site and no further evaluation is warranted at this time.